Event description:
The drug was removed from the implanted catheter. The hcp programmed the pump to deliver a priming bolus. The patient then became drowsy following the priming bolus dose, but was responsive and maintained normal oxygen saturation on room air. The pump was turned off for an hour, then turned back on by the hcp and continued the prescribed therapy using simple continuous dosing. The patient outcome was noted as "returned to normal status" after 60 minutes. Upon review of clinician programmer information and the patient's operative records from device implant surgery (implanted (B)(6) 2010), there appeared to be a discrepancy regarding the catheter length. The programmer stated 39 cm was removed and 50 cm of catheter was implanted in the patient. The operative record stated the catheter was cut at 50 cm. Per another reporter, it was confirmed that the catheter length was 39 cm. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).